Event description:
It was reported that once e1 on the ensite array catheter appeared to be just past the pv, the physician pulled back the wire slightly. In this attempt, both physicians noted that the amplatz .035 extra stiff/j-tip/exchange length wire (aes) was very difficult to withdraw or advance. The physician informed the sjm representative that the aes had been flushed. As the physician inflated the balloon with 7ml of saline and contrast fluid, the ensite array catheter appeared deformed. The physician aspirated all of the saline and contrast fluid, then attempted to refill. This did not resolve the problem and the balloon appeared the same. The physician infused an additional .5ml of saline and contrast fluid slowly under fluoro to see if the balloon would fully inflate but this did not resolve the problem. At this point the physician withdrew the ensite array catheter to perform a visual inspection. The physician deflated the balloon, put the ensite array catheter in low profile and withdrew the ensite array catheter and aes simultaneously. Once the ensite array catheter and aes were withdrawn completely from the patient's body; the physicians and the field clinical engineer (fce) visually inspected the balloon and exposed the distal aspect of the wire. Upon doing this, the physician pointed out what he thought to be tissue of an unsure origin on the distal pigtail. The tissue was off white in color, soft, moist, and somewhat elastic when manipulated by the physician. The physician ordered the heparin drip to be discontinued. The physician then tried to withdraw the aes from the ensite array catheter but a significant amount of force was needed to manipulate the aes. In doing so, the aes broke and appeared frayed. The physician's then moved forward by utilizing means of conventional contact mapping without the support of ensite. At no point in time during this procedure, did the patient show signs of being unstable. The case ended with successful clinical results per the physician.

Manufacturer narrative:
One ensite array catheter was returned for evaluation. The sheath was not included. A review of the device history records indicated that this array catheter passed all final inspections and electrical testing. The visual inspection revealed the guidewire was stuck in central lumen and very difficult to move. The 0.035 guidewire was heavily damaged, broken and unraveled at the exit from the tip of the catheter. During functional testing, the guidewire was removed and an attempt to reload was performed. An obstruction at the proximal side of the j-tip was noted. In order to evaluate the source of the obstruction, the j-tip was removed. Foreign material was found in the tip. The material was sent to the analytical lab for material analysis. It was found to match collagen tissue with 94% correlation. Per the physician, the case ended with successful clinical results. Based on the catheter analysis, sjm determined this is a reportable event.